Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that customer received multiple cartridge alarms (cartridge alarm 19) during basal delivery on multiple occasions. Customer's blood glucose level was not impacted. Reportedly, customer was able to successfully reload the cartridge and resume insulin delivery. Customer stated they will continue to use the pump for insulin therapy.